Event description:
It was reported that the patient had experienced abdominal pain. The patient was hospitalized for the event. The cause of the abdominal pain was determined to be related to an abscess. The abscess was drained and the patient was treated with antibiotics. The patient recovered from the events and five days after hospitalization the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.